Event description:
Customer reported that a high blood glucose reading was received while experiencing symptoms of hypoglycemia. Customer felt dizzy and appeared to be in a deep sleep. Paramedics were contacted and received an unspecified low reading. Customer was treated intravenously to raise blood glucose levels. Testing completed on the fingers. Customer indicated hands were cleaned with alcohol prior to testing. Customer is an insulin pump user and tests approximately 10 times per day.